Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of jufp1033 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the butterfly of the device detaches from the base that supports it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the retainer detached from the statlock pad is confirmed and appears to be manufacturing related. Three photographs of a statlock PICC plus kit were returned for evaluation of this complaint. It could not be determined if the packaging had been opened or not. The device appeared unused as the protective liner on the tricot foam pad was fixed on one side and no residual material was noted. The plastic retainer had completely detached from the foam pad. An impression was seen in the foam pad, where the retainer had been adhered. The impression appeared even and contained the entire base profile of the retainer. Slight tearing was seen in the foam pad, where the retainer had been attached. As the device broke prior to use, the root cause is likely manufacturing related. Possible contributing factors could include an insufficient amount of adhesive, adhesive in an incorrect location, or an improper cure of the adhesive. Bd is working closely with manufacturing to help prevent recurrence of the reported event.

Event description:
It is reported that the butterfly of the device detaches from the base that supports it. No other information was provided.